Event description:
It was reported that after surgery, the blade was found to be out of the blade hole of the nail and positioned backward. The surgeon corrected the blade position through reinsertion. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the connecting screw is defective. Therefore, the connection of the instruments is not proper. It is assumed that the connecting screw was damaged during use. After repair, the instrument passed the functional test. This complaint is invalid from a manufacturing standpoint. This report is for the insertion handle. Refer to medwatch 8030965-2013-03188, file (B)(4), for the aiming arm involved in the incident.